Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the atrial lead (ra) exhibited low pacing impedance and the lead exhibited noise that was over sensed by the device and led to an inappropriate mode switch. No intervention was performed. The patient was stable and would continue to be monitored.